Event description:
Per independent repair center statement, the unit will not start. The key failure is the sieve beds are saturated. Additional malfunctions are the power switch has a short circuit and the tie wraps, sieve tubes, and gear clamps leak.